Event description:
Manufacturer reference number: 2017865-2021-35884. It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's pacemaker and right ventricular (rv) lead exhibited oversensing noise, resulting in pacing inhibition. The rv lead showed difficultly to screw out of the device. The pacemaker and rv lead were explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of could not untighten the right ventricle setscrew to remove the lead was not confirmed. The device was returned for analysis. Analysis revealed that the right ventricle setscrew untightened normally when the torque wrench was fully inserted into the setscrew inset. The setscrew appeared normal from visual analysis. No setscrew anomalies were found. The reported event of noise from the device could not be confirmed. Electrical analysis of the device found no anomalies.

Manufacturer narrative:
Correction: h6 - updated codes.